Manufacturer narrative:
The user facility was notified of the event on november 9, 2010. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
Patient reported that he underwent total knee arthroplasty on (B)(6), 2002 at another facility. Subsequently, his knee gave out and he was revised on (B)(6), 2008 to remove and replace the locking bar. Patient further reported that he fell and developed an infection. Another revision procedure was performed on (B)(6), 2008 to remove and replace all knee components with cement spacer molds.

Event description:
Patient reported that he underwent total knee arthroplasty on (B)(6), 2002. Subsequently, patient reported that his knee gave out. A revision procedure was performed on (B)(6), 2008 to remove and replace the locking bar.

Manufacturer narrative:
Review of sterilization certification confirms devices were sterilized in accordance with iso (B)(4).this report filed (B)(4), 2011.